Event description:
It was reported that the pt was a female and the insertion site was the right femoral artery. The insertion occurred (B)(6) 2011 and the catheter was removed (B)(6) 2011 in the cath lab. It is reported that during injection, the catheter burst an inch from the hub. There are no reported pt injuries, complications or death.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.